Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid right coronary artery (rca). Following pre-dilation, a 4.00 x 20mm synergy¿ drug-eluting stent was advanced with the support of a non-bsc guide extension catheter. However, device was unable to cross in the proximal portion of mid rca. When the device was removed, it was noted that a portion of stent struts got lifted. Pre-dilation was performed again and the procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.